Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii/IV.

Event description:
Patient has reported recurrent pain up to the arm, 'pain and advising that both breasts swell up from time to time and feel warm' and inquired about the device recall. Patient later reported 'strong pain partly borderline with breast hardening and swelling. Symptoms go away and come back frequently.' Healthcare professional reported 'pain, capsular contracture' and 'suspected capsular contracture/ dd implant rupture. Baker grade iii-IV.' This record relates to the left side. Device remains implanted.